Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No additional related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a nosebleed that ceased with the application of nasal spray. Afterwards, the patient was blowing out clots from their nose. They also noted a large bruise where they had been injected with medication, it felt like a hard knot at first but dissipated. The bruise initially spread to the size of a softball and changed to deep purple, but the spreading stopped. The patient's international normalized ration (inr) was 3.6 and the anticoagulant was adjusted. On (B)(6) 2022 the patient's inr was 3.0. The patient was advised to apply ice to the bruise. No more nose bleeds were reported during the follow up on (B)(6) 2022. As of (B)(6) 2022, the site looked healed, and the bruise had disappeared.